Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. (B)(4). Medical product - biomet oss intlk bowed im stem, catalog#: 150372 lot#: 068430. Therapy date - (B)(6) 2016.

Event description:
Patient underwent a right orthopedic salvage system procedure and approximately one year post-implantation was revised due to the arthrodesis nail fracturing.